Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. It was noted that it had been close to a month that the patient thought she wasn¿t feeling stimulation and started to notice a return of symptoms. The reporter stated that the patient started adjusting the device a couple of weeks prior to the report and symptom control had become worse. It was reported that when the patient got up in the morning, it ¿just started pouring out¿ and she had to use pads again. It was noted that it was sore and there was movement at the implantable neurostimulator (ins) site. It was reported that the patient noticed that she was bumping the site when she would get in and out of the car. The reporter stated that the patient wasn¿t paying as much attention to her symptoms in december due to the stress of a situation unrelated to the device. It was reported that the patient thought that the ins might have moved but was not sure. It was noted that the patient did fall a lot and took a ¿hard hit¿ in (B)(6) when she fell on the steps. It was reported that a couple of weeks prior to the report the patient adjusted the device to 4.3 and initially it was at 3.4. It was noted that there was a problem with the patient programmer and the current batteries did not pass the self-test. The batteries were replaced and they did pass the self-test. The reporter stated that the device setting was 4.3 volts on program 3 and stimulation was off. It was reported that the patient turning the setting down, turned stimulation on, felt the buzz, it was comfortable, and she was now seeing the lightning bolt. It was noted that the patient had not seen her healthcare provider since her post-operative follow up appointment. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va02pxn, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).